Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 314.467, lot: 5094863. Manufacturing location: monument, release to warehouse date: jan 11, 2006. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. The drive tip of the returned screwdriver shaft was twisted. The received condition agreed with the complaint condition. The complaint was confirmed during investigation. No other damage was noted to the device. The complaint was confirmed during investigation. After a visual inspection, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During investigation, no product design or manufacturing issues were observed that may have contributed have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device procode: kwq. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Initial reporter is synthes sales representative. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during field inventory, the stardrive screwdriver shaft and two (2) reduction forceps were found to have a malfunction. The stardrive screwdriver shaft has warped wedges on the side. While one of the reduction forceps will not hold during latching/ratcheting. The other reduction forceps has a broken point. It was discovered while trying to piece together a set to be used in the account. There was no patient involvement. This report is for one (1) screwdriver. This is report 3 of 3 for (B)(4).